Event description:
Clinician reported collapsed lungs after use of tens device. During treatment low battery was indicated and battery was replaced. After replacement, physical therapist turned up intensity which startled patient causing her to scream. Patient did not receive medical intervention. No remaining symptoms or secondary effects at this time.